Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg deemed inoperable. Reportedly the patient stopped charging the ipg around (B)(6) 2017 and also last felt stimulation around that time. Subsequently, surgical intervention was undertaken wherein the ipg was explanted replaced with another model which resolved the issue.